Manufacturer narrative:
Updated: device evaluated by MFR., evaluated by MFR: the synergy ii us mr 4.00 x 32mm stent delivery system was returned for analysis. The stent was returned separate from the sds. The stent was severely damaged and stretched. The manufacturing data for this device was reviewed (and there were no issues to note. The maximum crimped stent profile was measured and is within specification. The balloon cones were reviewed and no issues were noted. It appeared that the balloon had not been subjected to any significant pressure. There were crimp markings evident on the entire length of the balloon wall indicating overall crimp contact between the balloon and the stent at the time of manufacture. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion revealed no issues. There was no sign of damage or strain to the bi-component bond. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04629. It was reported that stent dislodgement and catheter removal difficulties occurred. The target lesion was located in the right coronary artery. A 4.00mm x 20mm emerge¿ balloon catheter was advanced to dilate the lesion but would not hold pressure. The device was removed and inflated outside the patient¿s body and it was noted that there was a hole in the shaft of the catheter causing contrast leakage. The physician used a new balloon catheter. A 4.00 x 32 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. While trying to deploy the stent, the stent became dislodged from the balloon and would not pull back into the guide catheter or the introducer sheath. Eventually, the guide catheter, the balloon catheter and the stent were pulled back to groin level where it won¿t still come out. The physician then used a snare from the left femoral artery (lfa) to remove the devices. The procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04629. It was reported that stent dislodgement and catheter removal difficulties occurred. The target lesion was located in the right coronary artery. A 4.00mm x 20mm emerge¿ balloon catheter was advanced to dilate the lesion but would not hold pressure. The device was removed and inflated outside the patient¿s body and it was noted that there was a hole in the shaft of the catheter causing contrast leakage. The physician used a new balloon catheter. A 4.00 x 32 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. While trying to deploy the stent, the stent became dislodged from the balloon and would not pull back into the guide catheter or the introducer sheath. Eventually, the guide catheter, the balloon catheter and the stent were pulled back to groin level where it won¿t still come out. The physician then used a snare from the left femoral artery (lfa) to remove the devices. The procedure was completed with a different device. No further patient complications were reported.